Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was inoperable. It is unknown when the patient last had therapy. As a result surgical intervention was undertaken wherein the ipg was replaced. Effective therapy was established post operatively.